Event description:
Hill-rom received a report from the account stating the scale was not accurately reading. The bed was located at the account in room 108. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom technician thoroughly tested the scale sys and found it functioning as designed. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012 and 2013. It is unk if the facility performed any other preventative maintenance on this bed. Based on this info, no further action is required.